Manufacturer narrative:
Product analysis : macroscopic inspection confirms the ratchet spring retention pocket feature is broken. The broken off portion of the pocket is missing and not returned for analysis. Microscopic inspection of fracture surface reveals a fairly brittle fracture, with no indication of fatigue, with witness marks and plastic deformation consistent with tensile overload as the mechanism of failure. Deep, ratchet spring indentions noted in ratchet spring pocket. Additionally, witness marks and plastic deformation noted on intermediate extension feature, also consistent with tensile overload. Asymmetrical abrasions noted on slide interfacing surfaces, as well as anterior faces of components which mates with end component. Conclusion: inconclusive; unable to determine root cause from the available information.

Event description:
It was reported that a patient diagnosed with stenosis underwent an anterior cervical discectomy and fusion (acdf) using a 40mm anterior cervical plate at levels c5-c7 on an unknown date. According to the report, explant surgery was performed to remove the plate to perform an adjacent level acdf at c4-5. Upon removal, it was discovered that the plate was broken at c5-6. No patient complications were reported. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.